Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided date,(B)(6) 2025, was selected based on the initial report, which indicated the implant occurred sometime in (B)(6) 2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who received a spaceoar vue and transperineal fiducial markers placement around (B)(6) 2025, experienced a significant rectal wall infiltration. The patient's radiation treatment was delayed as a result of this event. No patient complications were reported as a result of this event.